Event description:
I needed foot surgery last dec. The doctor needed to put a screw in my foot. I asked him what it's made of as I am allergic to nickel. He said titanium. Soon after surgery I developed rashes on my body, diarrhea, extreme fatigue - very sick. In june, you feel the screw was being ejected from my body. Doctor had to remove surgically in office. On much examination I found this screw was made not of titanium but stainless steel and nickel. I have since found out there are no rules for companies, like stryker, who made my screw, to follow or have a chain of command of what is in these screws. Doctors tell me they can put any metal in them in any amount and no one oversees them to see what they are using or how much. This made me very sick and extended my healing time. Still not sure it's healed. Someone needs to oversee companies who make these screws and have some kind of quality control instead of letting doctors put metal in people's bodies making them sick. They need to be labeled as to what they are made out of and quantities of metal in screw. This has taken more than a year of making my life miserable and I still don't know if it's healed. I tested positive for nickel allergy - I should never have received that screw in my foot. I tested positive for nickel allergy at 32.2 and 53.9 mm. I don't have the original screw but stryker gave me a different screw - so who knows. FDA safety report ID #: (B)(4).